Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and crack on whole display screen. The patient¿s blood glucose level was 210 mg/dl at the time of the incident. Troubleshooting could not be performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected solid white / blank display with unexpected horizontal lines on display due to cracked / broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly. Unit received with minor scratched display window, case and keypad overlay.